Manufacturer narrative:
Conclusions - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2005, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2009, a follow up computed tomography angiogram (cta) was performed and revealed an enlarged right common iliac artery and a distal type I endoleak. The following day, a reintervention occurred whereby a coil embolization of the right internal iliac artery was performed with a vascular plug and implantation of a gore excluder aaa endoprosthesis contralateral leg component for extension to the iliac artery. The patient tolerated the procedure.